Event description:
A baxter service technician reported finding a colleague infusion pump with channel b stop key inoperative (intermittent)". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a pump with an inoperative stop key pump head module keypad on channel b was discovered. Inspection of the device revealed the condition was caused by an intermittent stop key. To correct this condition, the phm keypad was replaced on channel b. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.